Event description:
The following has been reported: biomed performed incoming inspection on new replacement pump and got pump error, also reported failures in log. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 1)(pva-1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Logs were monitored for error messages while infusions with multiple flowrates were ran over several days. No error messages occurred. No trouble found. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.